Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including digestive problems, muscle aches, weight loss, fatigue, unspecified autoimmune symptoms, joint issues, anxiety, heart palpitations, chronic pancreatitis, and headaches. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breast post implantation. Lastly, it was reported that both breast prostheses deflated post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.